Event description:
The customer reported the image quality of the images produced was degraded to a point which they were not usable and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.